Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt underwent explantation of the pump after a low battery alarm was heard. The pt experienced increased pain. Pump telemetry verified a low battery alarm. The pt underwent implantation of a new synchromed pump and resumed intrathecal morphine with adequate pain relief. The explanted device was returned to the MFR for analysis.